Manufacturer narrative:
It was reported that when removing the bandage, "her skin actually came along with it". It was reported that she went to the emergency room and received a prescription for antibiotics and the area was "oozing" and "didn't seem to be healing". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Skin tear.